Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a membranous septum length of 4.8 mm, the valve was deployed to 80% at a depth of 3 mm. At this point, complete heart block (chb) was noted. The lead of a temporary pacemaker had already been inserted via the leg, and temporary pacing was used to treat the chb. Subsequently, the pacing lead was withdrawn from the patient and reinserted via the neck. The patient left the room with this temporary pacemaker in place. Per the physician, the chb is expected to improve.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012399238); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.